Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the samples. Based on the problem description and photo provided, a likely cause appears to be a leak caused by a crack in the needleless injection port. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked from a crack in the leur lock port prior to use. No injuries or medical interventions were required due to the alleged malfunction.